Manufacturer narrative:
Results & conclusion: could not duplicate issue and investigation is continuous. Customer attempted a similar setup on three additional linear accelerator machines (same machine type) from the same site. No pt involvement reported during the simulation.

Event description:
A product issue was reported by the customer when the flat panel positioner (fpp) imaging device (fpp) was being extended using the motion enable switch from the control console device located outside the treatment room. The fpp stopped movement, but an unintended movement of the treatment table was noticed by one of the operators. The operator was alerted by the treatment table's "beeping" sound as it moved vertically upwards. The operator immediately released the motion enable switch and the treatment table's vertical movement stopped. It is important to note that the release of motion enable switches and the red emergency stop button stops all system motion. Pt involvement: pt was lying on the treatment table when the incident occurred; however, no report of injury or equipment damage.